Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition was duplicated. Evidence indicated this was due to usage wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA regarding a foot control device in which during routine service, it was discovered that the device was "not working properly". It was reported that the cap was missing fluid and as result fluids could have entered in the oil well. The motor device was not used during surgery. No injuries or medical intervention was reported. No additional information was available.